Event description:
A cracked and shattered touchscreen was reported, and the touchscreen was unresponsive and illegible, preventing interaction with the pump. Due to this issue, the customer's blood glucose level rose to 514 mg/dl, leading them to perform a correction injection via multiple daily injections. There was normal assistance from a third party, but no incapacitation occurred. The pump was damaged after being dropped, and it was confirmed to be under warranty. In response, the customer received a replacement pump from technical support, which was sent with updated software. The customer was instructed on returning the broken pump, using storage mode, and necessary setup for the new pump. Customer reverted to an alternative method of insulin therapy.